Event description:
It was reported that during implant the left ventricular (lv) lead was attempted and not used because a specific access device was required to access the vessel. A new lead was attempted; however the tip electrode would not pass due to vessel stenosis. It was further reported that a third lead was attempted and the tip electrode also would not advance. Therefore none of the three lv leads were used and a new lead implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned and analyzed and no anomalies were found. Evaluation summary (B)(4): the full lead was returned and analyzed and no anomalies were found. All conductors had blood/body fluid (not obstructed.) Evaluation summary (B)(4): the full lead was returned and analyzed and no anomalies were found.